Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the surgeon was unable to lock the reported blade during surgery. Therefore, the surgeon removed the blade from the patient¿ body and reinserted to lock the blade, but the blade was not locked. Eventually, the surgery was complete with another size blade. There was 20 minutes delay in the surgery. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional product code: hwc. Device is not distributed in the united states, but is similar to device marketed in the USA. A device history review was conducted. The report indicates that no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: product investigation summary: the device shows abraded color on both flanks of the body sleeve and was in unlocked position when received. The device passed successfully the performed functional test; the reported problem could not be reproduced. The blade could be locked and unlocked as foreseen. The review of the manufacturing documents showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Lot 8898553 was manufactured in march 2014 in a quantity of 40 parts and we are not aware of any quality issues associated with this article and lot number. No product related nonconformity was found. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.